Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose decreased to the 30 mg/dl range overnight. The patient treated with food and her blood glucose increased to 115 mg/dl. Troubleshooting was initiated to inspect the insulin pump. The drive support capp appeared normal. The device programming was accurate as well. The reservoir also contained the same amount of insulin as displayed on the reservoir status screen. The insulin pump was not worn during any medical procedure, test, or MRI; however, the customer mentioned that she worked in a hospital. A self test was performed and the device passed. The customer was advised to monitor her insulin pump and blood glucose values. No products were returned or replaced.